Event description:
It was reported that the volume was not working on the device. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.